Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). The result from the laboratory was 57. Less than 10 minutes later, the result from the meter was 82. No units of measure were provided.